Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. The receiver does not boot or charge and will not turn on. Opened the receiver case for internal inspection and it passed. Replaced the receiver battery with a known good battery to download the receiver log. Downloaded the log and observed err69, err68, err121 in the log. The complaint confirmation of a error icon displayed was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err069. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.